Manufacturer narrative:
Batch review performed on 05 september 2024. Lot 140988: (B)(4) items manufactured and released on 27-may-2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 9 years and 10 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.